Manufacturer narrative:
Awaiting product return from consumer. Complaint history check run on lot given, yielded no additional complaints to date. Consumer indicates use of topical analgesic, contrary to label warning, which may have contributed to burn.

Event description:
Consumer reports using heat patch along with analgesic product and received burn on knee. Spoke with doctor's office and is calling in prescription.